Manufacturer narrative:
Product complaint #: (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent for a surgery. During the surgery, the reaming rod stuck in t-chuck and could not be removed. There was no surgical delay reported. The procedure was successfully completed. There was no patient consequence. This complaint involves 2 devices. This report is for (1) universal chuck. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part # 03.043.001, synthes lot # 20013101, supplier lot# ch1380003, release to warehouse date: november 10, 2020, manufacturing site: selzach, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: the universal chuck (part #: 03.043.001, lot #: 20013101) was received at us customer quality (cq). Visual inspection of the complaint device showed the reaming rod stuck in its jaws. No other defect was observed. Functional test: a functional assessment was not performed with the complaint device due to the condition of the received device. However attempts to disassemble both devices was unsuccessful. Can the complaint be replicated with the returned device? Unable to perform but the complaint could be confirmed. Dimensional inspection: no dimensional inspection was performed due the received condition of the device. Document/specification review: current and manufactured revisions were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the universal chuck was received with the reamer rod stuck in its jaws. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: additional narrative: h3, h6: an updated product investigation was completed: visual inspection of the complaint device showed the reaming rod stuck in its jaws. No other defect was observed. A functional assessment was not performed with the complaint device due to the condition of the received device. However, attempts to disassemble both devices was unsuccessful; this is a known issue. No dimensional inspection was performed due the received condition of the device. The current and manufactured to drawings were reviewed; no design issues or discrepancies were identified. This complaint could be confirmed. No new, unique or different patient harms were identified as a result of this evaluation. Relevant actions have been taken to address the issue. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.